Event description:
It was reported that during an ladg procedure that the device was locked out. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Eval summary: the analysis results found that the device a was returned with the blade scratched and cracked. When a blade has been compromised, scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. During the analysis process, teh blade was tested for scratches and cracks and the blade broke off. Due to the damage to the blade, it was confirmed that the device was non-functional. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The device was tested with a generator and an error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrumen is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." The analysis results found that when attempting to activate the device b on a generator gave an error code 5. Visual examination found and area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. For this reason the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue between them. This can result in damage to the instrument." However, a corrective and preventive action has been initiated to address this issue. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.